Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a non-penumbra and two smart coils in the target vessel using a non-penumbra microcatheter. After introducing the introducer sheath of a new smart coil through the hub of the microcatheter, the physician was unable to advance the coil. Therefore, the smart coil was removed and the procedure was ended without placing additional coils. There was no report of an adverse effect to the patient.